Event description:
See 2242445-2006-00008. For first event involving same patient.it was reported that patient complained of swelling, pain and redness at port sitein october 2005. Patient returned to hospital for examination. User found catheter detached from port. Port & catheter were surgically removed from patient. There were no reported patient complication.